Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the device for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a nurse called an intuitive surgical (is) technical support engineer (tse) to report 4-71 error on integrated electrosurgical unit (iesu). The iesu was power cycled, but the issue was not resolved. The procedure was completed with no patient harm, adverse outcome or injury. The issue caused a delay of less than 15 minutes.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the integrated electrosurgical unit (iesu) associated with this complaint and completed investigations. The reported failure was confirmed and reproduced.

Event description:
Refer to h10/h11 for follow-up information.